Event description:
Additional information was received from a study and healthcare provider (hcp) which clarified that the previously reported statement that the event was unresolved at the time of "study/exit/death/study closure." It was reported that the subject was exited from the study on (B)(6) 2015 and the patient was no longer available for follow up.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a study and healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine via an implanted pump system. The patient's increased bupivacaine dose resulted in urinary retention, which was noted as an intrathecal medication side effect. The patient was reprogrammed on (B)(6) 2015. The event was unresolved at the time of "study/exit/death/study closure". Additional information was requested to clarify the patient outcome.